Event description:
It was reported that after testing with an unspecified amount of bd vacutainer® sst¿ blood collection tubes hemolysis occurred with sample. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about hemolysis occurring in tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected. No additive issues were identified, however 1 tube did have gel airbubbles. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd did see one gel defect (gel air bubbles) during inspection of retention samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that after testing with an unspecified amount of bd vacutainer® sst¿ blood collection tubes hemolysis occurred with sample. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about hemolysis occurring in tubes.